Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call for high blood glucose. Blood glucose at the time of incident was 460 mg/dl. The customer's blood glucose was 393 mg/dl at the time of call. Customer treated for high blood glucose with manual injection. Customer reports they have not contacted their healthcare provider regarding the high blood glucose. The customer reported that they believe that the insulin pump was under delivering. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the functional testing, including the operating currents measurement, self test, unexpected restart error test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No excessive no delivery alarm noted. Device passed the delivery accuracy test. Device delivered a bolus properly. No under delivery anomaly noted. Pump had cracked battery tube threads, cracked reservoir tube lip and minor scratched display window.